Manufacturer narrative:
Concomitant products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389s-40, lot# va0guz2, implanted: (B)(6) 2014, product type lead; product ID 3389s-40, lot# va0guz2, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported in the last week prior to report the patient felt 4 different times a ¿current¿ through their body. It was noted the last time was the night prior to report and they were standing in the kitchen and felt a ¿current¿ and they felt like they were going to pass out. The patient was weak for 4-5 minutes afterwards. The patient heard 3 beeps from the patient programmer and saw ¿poor communication¿ screen on the morning of report. It was further reported they saw a high impedance reading of >40,000 ohms. The implantable neurostimulator (ins) had been checked regularly since the initial programming in (B)(6). The patient was not doing well at the time of report but it may have been due to the deep brain stimulator (dbs) therapy still being ¿titrated¿ and they hadn¿t optimized things yet. The patient also had some shocking and there were two events. The first event the patient had severe shocking that was felt throughout their head with the stimulation on and it occurred ¿out of the blue¿ without the patient making any changes to their parameters. It was noted they also had shocking with impedance checks and when the stimulation is turned on and off. Electrode #0 had impedances in 4000-6500 range but they did not use 0 in programming. It was noted the other pairs were in normal range